Manufacturer narrative:
The grip test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's jaws would not open, and the back hinge was offset. The instrument would not straighten from surgeon at console. Had to use another instrument to straighten tip and retrieve instrument from patient. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided.